Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The hernia was manifested by abdominal pain. The cause of the event was unknown. The patient reported the hernia ¿started in the middle of my pd therapy.¿ the location of the hernia was at the site of the pd catheter. The patient presented to the emergency room and was not given any treatment nor was the patient hospitalized. A surgeon was referred to determine if a hernia repair is required. At the time of this report, the hernia was not resolved and was ongoing. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history was not reviewed because there were no previous service events since the manufacture of the device. The device history revealed that this complaint is not related to manufacturing and does not involve nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.